Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident's raising process from the bed to the wheelchair using ceiling lift and the sling fitted with loops, the right leg loop of the sling detached from the maxi sky 440 hanger bar. It was reported that the resident was placed in the sling and the sling was attached to the lift. Resident was raised from bed and moved 1'-2' away from the bed when the right leg strap detached from maxi sky 440 hanger bar. The resident fell out the right side. As a consequence of the event the resident suffered a skin tear, laceration on the outer right elbow and laceration on the back of the head. The resident was sent to the emergency room for treatment and then was released.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.